Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible on the balloon and stent implant, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was torn at the proximal end of the clear gap, confirming the reported damage. The soft tip was still attached. There was a kink in the distal shaft 7 mm distal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inner diameter of the tip and guide wire lumen were measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. A new .014 inch guide wire was back loaded through the tip and exited out of the guide wire exit notch with no resistance noted. In this case, it is likely that the sds and guide wire were not properly supported during advancement, resulting in the guide wire protruding through the tip as there was no damage noted to the tip during the inspection prior to use. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. All sds are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. A search of the device lot history record revealed no nonconforming material record for the lot and a search of the complaint handling database found no related incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the rx vision stent delivery system (sds) was inserted over the balance middleweight (bmw) guide wire, the guide wire was seen exiting the delivery catheter through the side of the catheter tip. The sds never entered the introducer sheath or anatomy. The sds was removed without difficulty and another rx vision of the same size was successfully loaded on the same guide wire and implanted in the right coronary artery. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.